Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The serial number of the second ptm that was displaying an incorrect refill date was unknown. The details for the volume discrepancy that was noted on (B)(6) 2016 were provided; the actual residual volume was 9.9ml, the expected residual volume was 3.7ml. No catheter diagnostics or programming review was performed. No further actions were taken since the registrars received further training on what they should be doing

Event description:
The following information was filed previously under manufacturer report # 3007566237-2016-01559. The volume discrepancies were ongoing and therefore will be captured in one report going foward. Please note any further information pertaining to this issue will now solely be captured in this current manufacturer report # 3004209178-2016-05922. Information was received from a foreign manufacturing representative regarding a patient in (B)(6) who was receiving an unknown drug via an implantable pump. It was reported that more drug was removed from the pump than what was expected on (B)(6) 2016 the representative reported that the specific event date was not known. The actual residual volume was not made available to the representative. The expected residual volume was 3.7 ml. The cause of this volume discrepancy was not known. The patient did not experience any symptoms. The patient was reported as ok and had pain relief and no adverse effects.

Event description:
On 2016-05-03 the representative reported that the patient's ptm date continued to read incorrectly. The pump was not explanted and there was no plan to at this moment.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative later indicated that a catheter access port study was not performed. The serial number of the device was not known. The refill date was compared to the physician programmer and the physician programmer was correct according to the calculations in relation to the physician¿s prescriptions.

Event description:
Information was received from a health care professional via a foreign manufacturing representative regarding a patient in (B)(6) who was receiving hydromorphone (concentration 0.500mg, dose 18.714 mg/day) and bupivacaine (concentration 0.2284 mg, dose 8.5550 mg/day) and clonidine (concentration 1.785 mg, dose 66.836 mg/day) via an implantable pump. The patient's medical history was noted as back and leg pain. The clinician reported that he discovered a discrepancy at a pump refill of the pump. When interrogated the pump read that there should be a residual volume of 3.7 mls however more than 10 mls were removed from the reservoir (also reported as almost 10 mls more than expected). The clinical reported that this was the second time that this has happened with this particular patient- he did state that it was not himself who had done the most recent refills and that this was not something that he had encountered previously. The patient had a personal therapy manager (my ptm) and it was noted that she uses it successfully however her issue was that the refill date appearing on her my ptm was incorrect. It was noted that the patient continues to have pain relief and had no adverse effects from this incident. The cause of the event was unknown. According to the reporter, there had been no diagnostics/troubleshooting performed. No actions/interventions had been taken to resolve the issue. It was unknown as to whether the issue had been resolved. Surgical intervention had not occurred and was not planned.

Event description:
Additional information was received from the manufacturing representative. The personal therapy manager (ptm) was displaying an incorrect refill date. The ptm had been used after the most recent refill; it was noted that the patient did wait to use her ptm after she left the refill appointment, the patient was in another area of the hospital when she finally used the ptm but the ptm date did not update. The refill date on the ptm did not match the one on the 8840 (physician programmer). Decoupling and recoupling was reviewed and the caller noted that the issue was ongoing, reportedly the previous ptm which had the same issue was sent back in (B)(6) and found to have no issues. This was a new ptm and it was having the same issue. It was reviewed that the cause was likely not the ptm. The caller was to follow-up with the health care professional and patient to try decoupling to see if that resolved the issue. There were no symptoms mentioned in relation to this event. It was also reported that another volume discrepancy was encountered at the refill appointment on the day of this report. The logs were checked and no issues were noted. The caller noted that there could be a possibility that the health care professional was not accurately recording or programming the volumes. The caller was to discuss catheter diagnostics and review programming with the health care professional

Event description:
On (B)(6) 2016, the representative reported that the issue appears to now be resolved. The pump was uncoupled and re-coupled with the myptm and all seemed to be working ok again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.